Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and remotefe could not confirm the fault occurred in the field. Visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The probable root cause cannot be determined from complaint details and failure analysis results. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis. The issue can be resolved by replacing the erbe. The probable root cause cannot be determined from complaint details and failure analysis results. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis. The issue can be resolved by replacing the erbe.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered a returned issue with the monopolar energy issue on the erbe generator. The customer stated that the monopolar instrument was cutting out. The customer was using the bottom monopolar port at the time, the technical service engineer (tse) advised the customer to try the top monopolar port and use a new instrument cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.